Event description:
Surgical intervention resolved the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates the ipg had flipped in the pocket and was pushing against the skin causing discomfort. In turn, the pocket was revised on (B)(6) 2020 to address the issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
It was reported surgical intervention may be pending for an unknown reason.